Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The electronic mixer and the alternative o2 switch were replaced. The unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported both the mixer and alternate o2 switch failed causing a possible loss of o2 delivery. There was no report of patient involvement.